Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/10/2020. Investigation conclusion it was reported a nurse was trying to flush with an extension kit and it would not let her flush. Received from the customer is one used extension set model 20039e lot 20065856. Attached to the set is a 10ml bd syringe (lot number: 0170139, exp: 2023-05-31) of 0.9% sodium chloride injection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set. Functional testing was performed by filling a lab syringe with blue dye water and flushing fluid through the set via flush. Fluid flowed throughout the set with no occlusions occurring. No further testing was performed as the customer¿s report was not confirmed. A device history record for model 20039e with lot number 20065856 was performed. The search showed that a total of 12,003 units in 1 lot number were built on 10jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of unable to flush was not confirmed. The root cause of the customer¿s report could not be identified because no occlusions occurred and fluid successfully flowed throughout the received set.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: customer email (B)(6) 2020 I had a nurse was trying to flush with an extension kit and it would not let her flush. She waited a few hours and then she was able to flush with that same extension kit. The lot#20065856 ¿ reference#(B)(4) is the extension kit. A couple of nurses said that this issue has happened before.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: customer email (B)(6) 2020 I had a nurse was trying to flush with an extension kit and it would not let her flush. She waited a few hours and then she was able to flush with that same extension kit. The lot#20065856 ¿ reference#(B)(4) is the extension kit. A couple of nurses said that this issue has happened before.